Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that predilatation was performed in 2009, on the mid rca, prior to placement of two xience v stents. A third xience v stent was placed in the proximal rca; however, no predilatation was performed prior to stenting. A dissection was noted after deployment of this stent (1009542-28 / 9052841) and a flow limiting dissection was noted distally, which required the placement of an additional two xience v stents for treatment. The patient was discharged two days later. No additional event or patient information is available.